Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 3 months post implant of sepramesh ip, patient was diagnosed with hernia recurrence, adhesions and pain thereby underwent removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, adhesions and pain as possible complications. Note, the date of manufacturing is considered to be a best estimate as 15-jul-2012 based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with incarcerated recurrent ventral hernia thereby underwent laparoscopic repair with implant of sepramesh ip. Per operative notes, ¿adhesions were taken down and reduced the incarcerated fatty tissue from the hernia, and then fashioned a piece of sepramesh ip and trimmed the corners and placed on the defect and tied with suture against anterior abdominal wall and tacked the edges of the mesh using tackers.¿ (B)(6) 2013,(B)(6) 2013 and (B)(6) 2013 - during the follow-up visit, the patient had a pain at repair site. (B)(6) 2017 - patient was diagnosed with pain, recurrent incisional hernia thereby underwent open repair with the removal of mesh. Per operative notes, ¿a piece of old abdominal mesh was identified. Adhesions to the internal surface of mesh of the omentum were taken down. The mesh was circumferentially excised.¿ attorney alleges that the patient had adhesions, pain and hernia recurrence.